Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported right side rupture, joint inflammation, pain, capsular contracture baker grade unknown, and implant exchange. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is not related to the device. Rupture: observed opening on posterior side assessed as fold flaw opening. Inflammation/irritation-ndr: not applicable as the event is not related to the device. Additional observations: observed creases on the device. Observed stress marks on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side rupture, joint inflammation, pain, capsular contracture baker grade unknown, and implant exchange. Device has been explanted.

Event description:
Patient reported, right side rupture. Joint inflammation, pain. Capsular contracture, baker grade unknown. And implant exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.